Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that high pacing impedance was observed on the right ventricular (rv) lead. The lead was deactivated to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that high pacing impedance was observed on the right ventricular (rv) lead. The lead was deactivated to resolve the event and the patient was in stable condition.